Manufacturer narrative:
The concomitant device(s) is unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) was unable to establish communication with the ipg using the charger. The patient had not charged the ipg for over a month. As such, the ipg was inoperable. Subsequently, surgical intervention was undertaken to explant and replace the ipg.